Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2017 with the following findings: during a visual inspection of the pump, corrosion due to moisture was found on the returned battery cap. A leak test was performed and passed with no leaks detected. The pump case was removed, and no further evidence of moisture ingress was found. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of moisture ingress. This report is made based on results of investigation completed on (B)(6) 2017.

Manufacturer narrative:
Follow-up # 1 date of submission 2/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 1/20/2017 with the following findings: a review of the pump showed evidence of multiple manual pump suspends and evidence of a time change. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The initial complaint about a history settings issue was not duplicated during investigation. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. The total daily dose (tdd) added up correctly and reflected the programmed basal rate targets. Unrelated to the initial complaint, there was corrosion observed on the returned battery cap. A leak test was performed and passed therefore there were no leaks in the pump. The pump cover was removed and no further evidence of moisture damage was found. (B)(4).